Event description:
Patient presented with high lead impedance and low output current and had their device disabled and had x-rays ordered. The x-ray images were reviewed by the physician and no discontinuities were observed. The images were also received by the manufacturer and reviewed. Based on the images provided, the connector pin was seen going through the second connector block, the feedthrough wires appeared intact at the connector pins, and the generator was placed in the upper left chest, as expected. The lead that was connected to the generator could be seen in the patient's neck on the left and appeared to be routed toward the patient¿s left chest. A strain relief bend and loop were not present per labeling. Two tie-downs are present; however, they are not placed per labeling as strain relief loop and bend in not present. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. A sharp angle was seen in the left neck region right above the first tie-down of lead. No gross discontinuities were identified in the visible portion of the lead. Based on the images provided, there is obvious cause for the reported high lead impedance being there is a sharp angle within portion of lead. Note that the presence of micro-fractures could not be ruled out. No known surgical intervention has occurred to date. No other relevant information has been received to date.